Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range impedances. Further review noted the shock impedances were previously 73 ohms and the alert triggered as the values were out of range and greater than 200 ohms. At this time, the lead remains in service. The patient was brought in for further evaluation, but all values were stable, so no changes were made. The patient is being monitored remotely. No adverse patient effects were reported.